Event description:
Add'l info rec'd from pt 3/9/05: there has been no changed in post-stent pattern. The chest and jaw pain continues as does the high blood pressure spikes after morning meds. Pt has begun to track bp. Ther is no gi involvement as far as dr. Is concerned. Pt senses taht he may be wrong. Pt found taht the j & j cordis people received FDA warning letters in april last year for running eight (8) unsanitary manufacturing facilities and their miami lakes president was threatened with a system-wide shut-down. This is separate and distinct from the cypher recall problem. Hhs is said to be investigating their hospital stent "incentive rebate program", too. Pt asks if it is possible that their problems might have to do with sterilization problems. Or, did some pieces of plaque dislodge during the angioplasty which are now causing bp spikes-blockages-pain problems ongoing? The clonidine patch may be beginning to work although the systolic is hovering around 150 today (which, for pt , is high). Pt has been holding at or lower than 120 (medication).

Event description:
Add'l info rec'd from MFR 3/22/05: the quality of pt's life has taken a dramatic turn for the worse ever since dr dropped in these cypher stents. Pt can no longer function as they did before. If there is such a thing as being allergic to them, pt is.

Event description:
What pt has been going through is both frightening and more than a little life-altering. At the outset, everyone (MFR's people) seem to adopt a posture of denial. One went so far as to suggest it was all in pt's head. Pt's cardiologist was gone and most of those with whom pt was speaking sounded more like lawyers than doctors. Today, at least at this end, all that appears to have changed. From the top administrators through cath lab directors and the senior cardiologists, pt believes there is now a genuine commitment to determine the origin of pt's new problems and to correct them on a highest priority basis. Cordis dr told pt that no cordis stent pt has ever presented pt's symptoms. If some cordis cypher pts do experience post-stent repeated high blood pressure "spikes", crushing chest and jaw pain and/or excruciating headaches, pt would think cordis should confirm same to pt's drs without further delay; and, also, as a courtesy to pt, they should provide pt with this same info and, perhaps, some recommended antidotes based upon cordis' historical experiences. The last two plus months have been unquestionably the worst of pt's life.